Event description:
Additional information was received from the patient on (B)(6) 2016 stating that there were no changes in device programming that led to the stimulation causing pain in their right leg. Their physician had given them medication, but it did not help so they"just quit charging the battery".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the patient had been scarred. The patient quit using the device about a year ago. Therapy was supposed to help one leg but it would hurt the other leg because it was too high. It was noted that the problem was that the patient didn¿t know how to use the device correctly, was really frustrated and quit using it. The patient had not charged their device since then and now their pain was much worse. The pain never left and the device helped the pain but the patient just didn¿t know how to use the device and the pain got worse about 3 months ago. The patient had not tried using the programmer to turn stimulation down and nothing else was done. The patient used to follow up with a healthcare professional (hcp) but didn¿t know why they dropped the patient. The patient now had no managing hcp. The caller was redirected to a hcp to check the device, possibly do a physician mode recharge (pmr) and educate the patient. No further complications were reported as a result of the event at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Information received from a consumer and from a health care provider reported that two to three months prior to (B)(6) 2015, the consumer's stimulation began to make her right leg hurt out of the blue. The consumer stopped charging the implantable neurostimulator because of this. It was noted that the consumer did not have a managing health care provider. No further cause or outcome was available. Follow-up was initiated to obtain this information; if additional information is received a supplemental report will be sent. The consumer's indication for use was noted to be non-malignant pain.